Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: item # 650-1068, taper sleeve, lot # 473550; item # 650-1055, head, lot # 241650; item # 163638, head, lot # 453660. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-08349, 0001825034-2018-08350, 0001825034-2018-08352, 0001825034-2018-08353.

Event description:
It was reported that a patient is experiencing ongoing pain and weakness due to loss of muscle tissue from previous surgeries. Approximately 3 years post implantation. The patient walks with a limp and experiences sharp pain after sitting or standing for long periods of time. Attempts have been made, and no further information was available.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.